Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware that the patient developed serious injury while using therakair visio system. When at the facility, the arjo service technician was asked to look at the system. He found out that the cufflink that connects hose to the pump was incorrectly connected and cracked. It caused that the system was not properly sealed and that is why the customer staff taped the hose around. The patient who was using the system reported that he spends most of the day sitting upright in bed and he bottoms out. The bottoming out was confirmed by the technician, who adjusted the mattress pressure and proposed that the auralis system and skiniq would be better for the patient. The system was swapped out the next day. At that time the technician was informed that the patient¿s sore deteriorated. It was later clarified that the patient sustained the unstageable coccyx wound (serious injury).